Event description:
On 2/1/2022, it was reported by a sales representative via email that an ar-3653ttsp knotless fibertak dr would not set, even after multiple attempts from the surgeon to deployed the anchor. This was discovered during a rcr procedure on (B)(6) 2022. Additional information received on 2/2/2022: the case was completed by the doctor using (2) 2324kbcct 4.75 swivelock anchors. Nothing broke inside the patient and case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.